Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit is not working. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: b5, b6, b7, d4(UDI#), h6(clincal code & impact codes), h8. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the biomed stated unit has been removed from service. Service on unit is not needed at this time. No other info known or available.

Manufacturer narrative:
Due to character restrictions in block e1 event site: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit is not working.